Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a low reading with the adc device. The customer reported feeling drunk and fell. The customer had contact with a healthcare professional who treated customer with glucose tablets, and additionally provided insulin injection. As the customer did not provide insulin type or diagnosis information, it is unknown if treatment was consistent with reported sensor readings. There was no report of death or permanent injury associated with this event.